Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. The medical records provided by the patient report that the patient ¿was stretching and pulled on her dog with her legs extended¿ when the bearing dislocated. The surgeon also indicated that the patient developed significant osteoarthritis in her patella and lateral compartment, therefore he recommended conversion to a total knee arthroplasty. Based on the available evidence, patient trauma as well as osteoarthritis progression were the most likely cause of the reported bearing dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This event has been previously reported under reference numbers: 0001822565-2017-07791 and 0001822565-2017-07792. (B)(4). Concomitant medical products: oxf twin-peg cmntd fem sm PMA, item no: 161468, lot no: 3011965, oxford pks cocr size a rm std, item no: 154719, lot no: 2991832. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a partial right knee arthroplasty. Subsequently a revision procedure was performed due to bearing dislocation.